Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) was very sick and needed magnetic resonance imaging (MRI). Additional information indicated that the MRI was not done and that the patient was checked and was doing well. This crt-d was a part of a system revision due to infection. The crt-d was explanted. There were no additional adverse effects reported.

Event description:
Boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) was very sick and needed magnetic resonance imaging (MRI). Additional information indicated that the MRI was not done and that the this crt-d was part of a system revision due to infection. The crt-d was explanted. The patient did well after the system revision. No additional adverse patient effects were reported.